Manufacturer narrative:
H10: the actual device was not available; however, a photos of the sample were provided for evaluation. The visual inspection of the four provided photos showed in photo one the ultrafilter inside the machine with leaking water visible. The reported condition was verified. Based on past investigations, the most likely failure is a crack in the housing nearby the welding zone. The cause is design related. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a u9000 ultrafilter was leaking from an unspecified location. Fluid leakage was observed during patient therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.